Manufacturer narrative:
Correction: d1 changed to stellaris elite system. H6 health effect impact code 1 added.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The field service technician carry out a full system check and was unable to find any issues with the system. All aspiration values stable and within specification. Pressurized infusion and adaptive fluidics were all with specification. The stellaris operated within specification. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in the (B)(6) reported the posterior chamber opening in a patient from a shallowing chamber during phaco. This resulted in an anterior vitrectomy but no other report of patient impact. 0-15 minutes extra time was added to the surgery.